Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported a tubing separation. Prior to pt use, the tubing separated form the middle clave y-site. Though requested, no additional info was provided.